Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
Customer's spouse reported via phone call that insulin pump was exposed to moisture due to customer falling into swimming pool. It was reported that as a result, there was fluid under display screen and display screen was blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.